Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. Information is limited at this time. No definitive conclusions can be made. Based on the info provided the event may have been related to pt selection.